Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that inadvertent stent deployment occurred. A 10x80x75 epic stent was being prepared for a biliary stricture procedure. The epic stent encountered resistance while being advanced over a 0.035" guidewire and the stent inadvertently deployed without rotation of the thumbwheel on the delivery system. No patient complications were reported and another same device was used to complete the procedure.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of an epic balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks to the outer sheath and middle sheath. The stent is partially deployed approximately 12mm from the middle sheath. Microscopic examination revealed no additional damages. The safety lock is not on the rack and did not return with the device. The device was functionally tested by rotating the thumbwheel and the stent started to deploy as design.

Event description:
It was reported that inadvertent stent deployment occurred. A 10x80x75 epic stent was being prepared for a biliary stricture procedure. The epic stent encountered resistance while being advanced over a 0.035" guidewire and the stent inadvertently deployed without rotation of the thumbwheel on the delivery system. No patient complications were reported and another same device was used to complete the procedure.